Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He received a couple of button error alarms because when he took the battery out and reinserted it, the insulin pump would work for a while before alarming again. The insulin pump was exposed to moisture at a pool. His blood glucose level was 157 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.